Event description:
It was reported that the patient was in the hospital for another issue and during interrogation of the implantable cardioverter defibrillator (ICD) device it was unable to be interrogated - no green lights. It was also reported that the right ventricular (rv) lead had high thresholds. Therefore the ICD was removed and replaced with a new device and the rv lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.